Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The customer followed the recommended procedure by re-centrifuging the sample and conducting re-tests, which yielded non-reactive results. Pre-analytical handling issues are a known potential cause of initially reactive results with this assay. The sample was ultimately determined to be non-reactive, and the device remains in operation at the customer site. The elecsys hiv duo reagent performs within specification.

Event description:
The initial reporter alleged an initially reactive (ir) result of 1.10 coi (reactive) for one patient sample tested with the hiv duo elecsys e2g 300 assay. The customer re-centrifuged the sample tube before re-testing. Subsequent re-tests using the same assay yielded non-reactive results: 0.220 coi (plasma on a different instrument), 0.220 coi (serum), 0.191 coi (plasma), and 0.175 coi (plasma on a different instrument).